Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. The customer does not report any symptoms and treated with pump bolus. The customer's blood glucose value was 122 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not mention if they contacted their healthcare professional. The customer states the pump is underlivering. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The insulin pump passed the displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.